Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, headlight handle was broken. The designated complaint unit employee confirmed based on photographic evidence that the side positioning handle was fractured and taped. There was no injury reported, however, considering the worse case scenario some particles of the handle could detach from the device and fall off, therefore, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Defective part (ard368321998- set cover with ext. Handle pwd700/evo ) was replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Claimed device was not being used for patient treatment or diagnosis when the event took place. It was discovered during daily check. Subject matter expert established: the product must be repaired before any use. Only abnormal use (violent collisions, excessive pressure¿) can damage this device as reported in this complaint. The user manual explains how to check the light heads during daily inspection. To avoid any similar incident, the powerled product must be used accordingly with the user manual information. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6) hospital, e1h event site postal code: (B)(6).

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, headlight handle was broken. The designated complaint unit employee confirmed based on photographic evidence that the side positioning handle was fractured and taped. There was no injury reported, however, considering the worse case scenario some particles of the handle could detach from the device and fall off, therefore, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.